Event description:
It was reported that while testing with bd phoenix¿ yeast ID there was a different yeast ID result between phoenix 100 and phoenix m50. Confirmatory testing was performed using maldi-tof, the final ID is c. Glabrata.there was no indication that results were reported to clinicians, and there was no report of patient impact.the following information was provided by the initial reporter: "the customer use yeast ID panel for yeast identification. The panel result from phoenix 100 is c. Glabra, and the result from phoenix m50 is c. Firmetaria."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of c. Glabrata as c. Firmetaria when using phoenix panel yid (448316) batch number 1236938. The customer stated that "the panel result from phoenix 100 is c. Glabrata, and the result from phoenix m50 is c. Firmetaria. The complaint batch was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe. As a result, this complaint is not confirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that while testing with bd phoenix¿ yeast ID there was a different yeast ID result between phoenix 100 and phoenix m50. Confirmatory testing was performed using maldi-tof, the final ID is c. Glabrata. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "the customer use yeast ID panel for yeast identification. The panel result from phoenix 100 is c. Glabra, and the result from phoenix m50 is c. Firmetaria.".